Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Per the complaint information, the caregiver replaced the cassette and one solution bag however reused the other solution bag. Patient did not connect to this set up. No patient injury or medical intervention was reported. This complaint cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot with no issues noted. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm on the home choice (hc) machine during prime. While troubleshooting, the alarm repeated and the caregiver (cg) stated that she even changed out the supply bag. The baxter technical service representative (tsr) asked the cg if both the bags and cassettes were changed when the cg did that. The cg stated that she only changed the cassette and one bag. The tsr explained that the supplies were compromised and they would need to start over with all new supplies. No patient injury or medical intervention was reported. Baxter product surveillance spoke with the caregiver on (B)(6) 2010. The caregiver stated the following: nothing was noticed with the supplies and starting over with new supplies resolved the alarm. The sample was discarded and a companion was not available as they need them to perform therapy. The lot number was h10g21108. They had tried setting up new supplies and used a bag from the previous setup but the patient had not connected to the setup. No patient injury or medical intervention was reported.